Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer determined the rinse water level was too high, causing water to overflow. The rinse level was adjusted. A system reagent was replaced and the sample probe was washed. Mixers were replaced. Precision studies were performed and repeatability was good.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 8000 c 502 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample initially resulted in an hba1c value of 6.97 % and repeated as 4.53 %. The second sample initially resulted in an hba1c value of 10.49 % and repeated as 6.24 %. The hba1c reagent lot number was 629598. The reagent expiration date was requested, but not provided.